Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely depressed alinity I free t4 results for one patient. The following data was provided: sid (B)(6). 1st run on (B)(6) 2025 result: 0.63, 2nd run on (B)(6) 2025 result: 1.12, 3rd run on (B)(6) 2025 result: 1.02 / 0.97 / 0.88. No impact to patient management was reported.

Manufacturer narrative:
Section b5 - describe event or problem: this section was updated with unit of measure. The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 71598ud00. A review of tracking and trending for the alinity I free t4 assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 71598ud00 and the complaint issue. In-house performance testing was performed utilizing retained reagent kit of the complaint lot. All testing passed indicating the reagent lot is performing as expected. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number 71598ud00.

Event description:
The customer observed falsely depressed alinity I free t4 results for one patient. The following data was provided: sid (B)(6). 1st run on (B)(6) 2025 result: 0.63, 2nd run on (B)(6) 2025 result: 1.12, 3rd run on (B)(6) 2025 result: 1.02 / 0.97 / 0.88. No impact to patient management was reported. Unit of measure: ng/dl.